Event description:
Customer reported a malfunction alarm identified as malf 16. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide that information. Customer was instructed to use multiple daily injections as a backup therapy, and a replacement pump was arranged by technical support. The customer understood the instructions to return the faulty pump within 10 days using the pre-paid label.